Manufacturer narrative:
(B)(4). The device was received in fair condition and evaluated by baxter for the reported issue of inaccurate fluid reading. An event history log review was conducted with no inaccurate fluid readings found. The device passed rite (return instrument test/evaluation) functional and electrical testing. The power was cycled several times, and a short simulated therapy was conducted for troubleshooting purposes with no problems encountered. External/internal inspection was conducted with no problems found. The device functioned normally during the evaluation and met specification relative to the reported issue. Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of inaccurate fluid reading. The reported issue was not confirmed. A device history record review will be conducted. Device will be sent to servicing. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a home patient (hp) had inaccurate fluid readings on a homechoice device. The hp was connected at the time of the event. This occurred during drain cycles of peritoneal dialysis (pd) therapy. The hp stated that the homechoice displayed the drain as 1150ml, but the hp thought he had drained the entire fill of 2000ml. The patient planned on finishing therapy using continuous ambulatory peritoneal dialysis (capd). There was no patient injury or medical intervention associated with this event. No additional information is available.